Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. The finger stick meter result at 3:26 p.m. Was 517 mg/dl. The finger stick meter result at 3:28 p.m. Was 362 mg/dl. No laboratory testing was performed.

Manufacturer narrative:
The inform ii meter serial number was (B)(6) . It was noted that the patient¿s fingertips were scarred and there were issues getting blood for the tests. Qc was performed on the meter within 24 hours of the event with passing results. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.